Manufacturer narrative:
On 10/08/2015 software investigation completed. Findings are that the frame to patient relationship changed which invalidated the registration. Software is functioning as designed. Use error. On 10/13/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative to conduct synergy cranial training at this site. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, there was an alleged inaccuracy of 10 millimeters superior. After successfully registering the patient using pointmerge registration, and verifying accuracy with anatomical landmarks, the surgeon removed the articulating arm and patient reference frame from the table. The medtronic representative recommended that they re-register the patient, however, the surgeon declined. After replacing the articulating arm the surgeon alleged the inaccuracy. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
At the time of the procedure this surgeon was advised of the potential for an inaccuracy before it occurred, and recommendations were made for a better technique to avoid an inaccuracy. The surgeon did not want to make any changes, or take any direction, and opted to go forward with the procedure in his own manner. No further opportunities for re-training are available at the site.